Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (b30 error code) was not confirmed or duplicated. It was observed the display was half black and half beige and a b30 error code was not reproduced after aeration. In addition, service found there was a leakage due to a hole in the bending section cover, the bending section was dented, the insertion tube was dented, insulation failure of the insertion section, there was fluid in the scope connector, and the bending angle was out of specification. There was a customer label on the body control unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed a b30 error code (scope communication error). There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported communication error b30 issue could not be determined, however, it is likely that moisture that entered inside the device from the device leak and caused a conduction issue with the scope connector internal board, resulting in an image abnormality and the error b30 the event. The event may be reduced or detected/prevented by following the instructions for use which states: ¿important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage¿. Olympus will continue to monitor field performance for this device.